Event description:
IV (intravenous) team consulted to assess leaking piv (peripheral intravenous line) that was inserted on (B)(6) 2025 with ultrasound. Upon assessment, it was noted that there was a hole in catheter just above the pink hub while flushing. IV removed. 20g 1.75 inch.